Event description:
It was reported that the system would not pull up images from the thumbnail screen (data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software, configuration and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.